Manufacturer narrative:
This report is submitted on may 25, 2017.

Manufacturer narrative:
This report is submitted april 19, 2017.

Event description:
Per the clinic, the patient suffered a head trauma at the implant site during an accident, resulting in a sudden loss of connection to the implant. The issue could not be resolved, resulting in explantation of the device on (B)(6) 2017. The patient was reimplanted with another cochlear device during the same surgery.